Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call of high blood glucose of 500 to 600 mg/dl and would like to check the pump. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days per guidelines and the settings and basal rates are correct. The pump settings were correct and the high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.